Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that, during reprocessing, the gastrointestinal videoscope tested positive for 18 cfus of enterobacter hormaechei. The scope was retested and found 2 cfus of stenotrophomonas maltophilia micrococcus luteus. A final test was performed and found 75 cfus of enterobacter hormaechei stenotrophomonas maltophilia. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.